Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the mesh was returned with one leg torn on the distal end. There is no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the mesh came off the ligament. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed reportable based on the investigation results: the mesh was returned with one leg torn on the distal end. Please see block h10 for full investigation details.